Event description:
No new information.

Manufacturer narrative:
An event regarding mechanical failure involving a mako mics was reported. The event was not confirmed because the product was not available for inspection. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Following the bone cutting using the mako system, a trial was inserted. At that time, a gap was observed between the trial and the bone, specifically in the anterior and anterior chamfer areas. Upon verification, the registration process was confirmed to be accurate, and the cutter check during surgery had also passed without issue. The surgeon determined to proceed with bone grafting and insert a cementless implant. The surgery was completed. After surgery, mps checked the cause of the gap and found instability in the mics handpiece. It is suspected that a screw may have loosened during the bone cutting process, leading to an inaccurate cutting depth. When mps asked the nurse who had prepared the equipment, they confirmed that they had performed additional tightening. The setup was for bilateral replacement, and although mps observed from a distance, mps did not directly confirm the final torque applied. Therefore, mps cannot verify how firmly the screw was tightened. The following day, we performed surgery using the same mics handpiece, ensuring the screws were properly tightened beforehand. No loosening occurred during that procedure. This suggests that the issue may have been due to insufficient tightening during preparation.